Event description:
Same case as MFR# 6000093-2007-00438. It was reported that during an unknown procedure, the nc ranger balloon ruptured. The number of inflations at to what pressures is unknown. The lesion being treated was located in the left anterior descending (lad) artery. There were no reported patient complications. Patient status listed as "ok".